Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge board, cine drive, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a cine drive not available error message and a loss of cine function. There was no pt injury or death reported.